Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station required maintenance when the customer attempted to remove any medication, the drawer would pop open and then prompt to be closed; after closing it, the drawer would fail. The customer recovered the drawer, but the issue recurred whenever a medication was selected. Power cycling the unit temporarily resolved the issue, but it later reverted to the same behavior. A field service engineer (fse) ran tests, checked all connections, and verified that the lock mount was in place. The sensors were confirmed to be functioning properly, and it was determined that the medications were stocked too high in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer failure occurred. When attempting to retrieve medication, the drawer opened but the system prompted the user to close it. Upon closing, the drawer failed. Recovery was performed; however, the same behavior recurred when selecting medications. The station was restarted, after which it functioned normally for a limited period before the issue returned. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.